Event description:
Pt. Called and reported that; they have a recalled hip and have to have it replaced. It's osteonics accolade system and it was done (B)(6) 2013. Insurance called me and said that hip was recalled. I've really suffered. The pain is really really bad and can hardly walk. Pending revision. Additional info: 7-nov-2024: pt. Was revised on (B)(6) 2024.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a accolade stem was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant "conclusion/assessment: the patient had a left total hip arthroplasty performed (B)(6) 2013. No records of the patient's preoperative care or conservative management were presented. She has multiple comorbid conditions including schizophrenia narcotic use back pain with some radicular pain in a number of complicated medications. She has had prior total knee arthroplasties. She did apparently have a hip joint injection that relieved her pain for a very short time. She has noted to have arthritis on the opposite side as well. The total hip appears to been performed without complication multiple records from her hospital stay, most of which were noncontributory, do not show any complications while hospitalized. No radiographs pre or postoperatively, and no pre or postoperative medical records were provided for review. There is no documented complaints of the patient relative to the hip outside of the pi report. The med review addendum indicated [...] Trunnion was found to "look fine" but there were black markings but no significant corrosion or structural damage. Frozen sections were "mostly normal showing a small number of neutrophils and some brown soft tissue fragments of indeterminate significance. Her follow-up on (B)(6) 2024 showed well aligned implants hip that looked fine and hip was warm and dry. She was recommended to continue for therapy for 6 weeks. There are no radiographs provided for review. The final pathologic report was not provided for review. In short, the patient who had multiple other medical and social issues, most significantly for significant low back pain and stenosis, underwent revision hip surgery for increased metal levels and increased fluid collection around the hip on MRI and based on presence of a large cobalt chrome lfit head which was on a tmzf stem. By report there had been a recall of the implant which was not otherwise documented. Event confirmation: a left total hip arthroplasty with a stryker implant can be confirmed. The implants: trident psl ha cluster shell 56¿f, 44 mm x3 0-degree polyethylene, accolade tmzf+ 127-degree v40 #4.5, lfit anatomic v40 femoral head 44 mm +4 mm can be confirmed. Recall of the implants cannot be confirmed. Increased metal levels can be confirmed. Revision surgery can be confirmed. Trunnionosis/corrosion cannot be confirmed. Root cause: the root cause for the total hip arthroplasty was hip arthritis. The root cause for the patient complaints cannot be ascertained as there were a number of comorbid conditions. A root cause for a recall cannot be ascertained as this was not confirmed. The root cause of the revision was patient pain, increased metal levels, assertion of a recall, and suspected trunnionosis.[...] Event confirmation: a left total hip arthroplasty with a stryker implant can be confirmed from implant stickers. The implants: trident psl ha cluster shell 56¿f, 44 mm x3 0 degree polyethylene, accolade tmz f+ 127 degree v40 #4.5, lfit anatomic v40 femoral head 44 mm +4 mm can be confirmed. Recall of the implants cannot be confirmed. The patient complaints and the pi report cannot be confirmed. Root cause: the root cause for the total hip arthroplasty was hip arthritis. The root cause for the patient complaints cannot be ascertained as the complaints cannot be confirmed. A root cause for a recall cannot be ascertained as this cannot be confirmed. Of note the implants are labeled as osteonics rather than stryker by the patient." Updated addendum indicated [...] Event confirmation: a left total hip arthroplasty with a stryker implant can be confirmed. The implants: trident psl ha cluster shell 56¿f, 44 mm x3 0-degree polyethylene, accolade tmzf+ 127-degree v40 #4.5, lfit anatomic v40 femoral head 44 mm +4 mm can be confirmed. Recall of the implants cannot be confirmed. Increased metal levels can be confirmed. Revision surgery can be confirmed. Trunnionosis/corrosion cannot be confirmed. Root cause: the root cause for the total hip arthroplasty was hip arthritis. The root cause for the patient complaints cannot be ascertained as there were a number of comorbid conditions. A root cause for a recall cannot be ascertained as this was not confirmed. The root cause of the revision was patient pain, increased metal levels, assertion of a recall, and suspected trunnionosis.[...] Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the med review addendum indicated [...] Trunnion was found to "look fine" but there were black markings but no significant corrosion or structural damage. Frozen sections were "mostly normal showing a small number of neutrophils and some brown soft tissue fragments of indeterminate significance. Her follow-up on (B)(6) 2024 showed well aligned implants hip that looked fine and hip was warm and dry. She was recommended to continue for therapy for 6 weeks. There are no radiographs provided for review. The final pathologic report was not provided for review. In short, the patient who had multiple other medical and social issues, most significantly for significant low back pain and stenosis, underwent revision hip surgery for increased metal levels and increased fluid collection around the hip on MRI and based on presence of a large cobalt chrome lfit head which was on a tmzf stem. By report there had been a recall of the implant which was not otherwise documented. Event confirmation: a left total hip arthroplasty with a stryker implant can be confirmed. The implants: trident psl ha cluster shell 56¿f, 44 mm x3 0-degree polyethylene, accolade tmzf+ 127-degree v40 #4.5, lfit anatomic v40 femoral head 44 mm +4 mm can be confirmed. Recall of the implants cannot be confirmed. Increased metal levels can be confirmed. Revision surgery can be confirmed. Trunnionosis/corrosion cannot be confirmed. Root cause: the root cause for the total hip arthroplasty was hip arthritis. The root cause for the patient complaints cannot be ascertained as there were a number of comorbid conditions. A root cause for a recall cannot be ascertained as this was not confirmed. The root cause of the revision was patient pain, increased metal levels, assertion of a recall, and suspected trunnionosis.[...] Updated addendum indicated [...] Event confirmation: a left total hip arthroplasty with a stryker implant can be confirmed. The implants: trident psl ha cluster shell 56¿f, 44 mm x3 0-degree polyethylene, accolade tmzf+ 127-degree v40 #4.5, lfit anatomic v40 femoral head 44 mm +4 mm can be confirmed. Recall of the implants cannot be confirmed. Increased metal levels can be confirmed. Revision surgery can be confirmed. Trunnionosis/corrosion cannot be confirmed. Root cause: the root cause for the total hip arthroplasty was hip arthritis. The root cause for the patient complaints cannot be ascertained as there were a number of comorbid conditions. A root cause for a recall cannot be ascertained as this was not confirmed. The root cause of the revision was patient pain, increased metal levels, assertion of a recall, and suspected trunnionosis.[...]. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of medical records with a clinical consultant "conclusion/assessment: the patient had a left total hip arthroplasty performed (B)(6)2013. No records of the patient's preoperative care or conservative management were presented. She has multiple comorbid conditions including schizophrenia narcotic use back pain with some radicular pain in a number of complicated medications. She has had prior total knee arthroplasties. She did apparently have a hip joint injection that relieved her pain for a very short time. She has noted to have arthritis on the opposite side as well. The total hip appears to be performed without complication multiple records from her hospital stay, most of which were noncontributory, do not show any complications while hospitalized. No radiographs pre or postoperatively, and no pre or postoperative medical records were provided for review. There is no documented complaints of the patient relative to the hip outside of the pi report. The med review addendum indicated [...] Trunnion was found to "look fine" but there were black markings but no significant corrosion or structural damage. Frozen sections were "mostly normal showing a small number of neutrophils and some brown soft tissue fragments of indeterminate significance. Her follow-up on (B)(6)2024 showed well aligned implants hip that looked fine and hip was warm and dry. She was recommended to continue for therapy for 6 weeks. There are no radiographs provided for review. The final pathologic report was not provided for review. In short, the patient who had multiple other medical and social issues, most significantly for significant low back pain and stenosis, underwent revision hip surgery for increased metal levels and increased fluid collection around the hip on MRI and based on presence of a large cobalt chrome lfit head which was on a tmzf stem. By report there had been a recall of the implant which was not otherwise documented. Event confirmation: a left total hip arthroplasty with a stryker implant can be confirmed. The implants: trident psl ha cluster shell 56¿f, 44 mm x3 0-degree polyethylene, accolade tmzf+ 127-degree v40 #4.5, lfit anatomic v40 femoral head 44 mm +4 mm can be confirmed. Recall of the implants cannot be confirmed. Increased metal levels can be confirmed. Revision surgery can be confirmed. Trunnionosis/corrosion cannot be confirmed. Root cause: the root cause for the total hip arthroplasty was hip arthritis. The root cause for the patient complaints cannot be ascertained as there were a number of comorbid conditions. A root cause for a recall cannot be ascertained as this was not confirmed. The root cause of the revision was patient pain, increased metal levels, assertion of a recall, and suspected trunnionosis. [...] Event confirmation: a left total hip arthroplasty with a stryker implant can be confirmed from implant stickers. The implants: trident psl ha cluster shell 56¿f, 44 mm x3 0 degree polyethylene, accolade tmz f+ 127 degree v40 #4.5, lfit anatomic v40 femoral head 44 mm +4 mm can be confirmed. Recall of the implants cannot be confirmed. The patient complaints and the pi report cannot be confirmed. Root cause: the root cause for the total hip arthroplasty was hip arthritis. The root cause for the patient complaints cannot be ascertained as the complaints cannot be confirmed. A root cause for a recall cannot be ascertained as this cannot be confirmed. Of note the implants are labeled as osteonics rather than stryker by the patient." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the med review addendum indicated [...] Trunnion was found to "look fine" but there were black markings but no significant corrosion or structural damage. Frozen sections were "mostly normal showing a small number of neutrophils and some brown soft tissue fragments of indeterminate significance. Her follow-up on (B)(6)2024 showed well aligned implants hip that looked fine and hip was warm and dry. She was recommended to continue for therapy for 6 weeks. There are no radiographs provided for review. The final pathologic report was not provided for review. In short, the patient who had multiple other medical and social issues, most significantly for significant low back pain and stenosis, underwent revision hip surgery for increased metal levels and increased fluid collection around the hip on MRI and based on presence of a large cobalt chrome lfit head which was on a tmzf stem. By report there had been a recall of the implant which was not otherwise documented. Event confirmation: a left total hip arthroplasty with a stryker implant can be confirmed. The implants: trident psl ha cluster shell 56¿f, 44 mm x3 0-degree polyethylene, accolade tmzf+ 127-degree v40 #4.5, lfit anatomic v40 femoral head 44 mm +4 mm can be confirmed. Recall of the implants cannot be confirmed. Increased metal levels can be confirmed. Revision surgery can be confirmed. Trunnionosis/corrosion cannot be confirmed. Root cause: the root cause for the total hip arthroplasty was hip arthritis. The root cause for the patient complaints cannot be ascertained as there were a number of comorbid conditions. A root cause for a recall cannot be ascertained as this was not confirmed. The root cause of the revision was patient pain, increased metal levels, assertion of a recall, and suspected trunnionosis. [...]. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Pt. Called and reported that; they have a recalled hip and have to have it replaced. It's osteonics accolade system and it was done (B)(6) 2013. Insurance called me and said that hip was recalled. I've really suffered. The pain is really bad and can hardly walk. Pending revision. Additional info: (B)(6)2024: pt. Was revised on (B)(6)2024.

Event description:
Pt. Called and reported that; they have a recalled hip and have to have it replaced. It's osteonics accolade system and it was done (B)(6) 2013. Insurance called me and said that hip was recalled. I've really suffered. The pain is really really bad and can hardly walk. Pending revision.

Manufacturer narrative:
Reported event: an event regarding pain involving a accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant. "Conclusion/assessment: the patient had a left total hip arthroplasty performed (B)(6) 2013. No records of the patient's preoperative care or conservative management were presented. She has multiple comorbid conditions including schizophrenia narcotic use back pain with some radicular pain in a number of complicated medications. She has had prior total knee arthroplasties. She did apparently have a hip joint injection that relieved her pain for a very short time. She has noted to have arthritis on the opposite side as well. The total hip appears to been performed without complication multiple records from her hospital stay, most of which were noncontributory, do not show any complications while hospitalized. No radiographs pre or postoperatively, and no pre or postoperative medical records were provided for review. There is no documented complaints of the patient relative to the hip outside of the pi report. Event confirmation: a left total hip arthroplasty with a stryker implant can be confirmed from implant stickers. The implants: trident psl ha cluster shell 56¿f, 44 mm x3 0 degree polyethylene, accolade tmz f+ 127 degree v40 #4.5, lfit anatomic v40 femoral head 44 mm +4 mm can be confirmed. Recall of the implants cannot be confirmed. The patient complaints and the pi report cannot be confirmed. Root cause: the root cause for the total hip arthroplasty was hip arthritis. The root cause for the patient complaints cannot be ascertained as the complaints cannot be confirmed. A root cause for a recall cannot be ascertained as this cannot be confirmed. Of note the implants are labeled as osteonics rather than stryker by the patient." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.